Event description:
It was reported that glucose-containing hydration leaked from the bd saf-t-intima¿ IV catheter safety system tubing during use. The following information was provided by the initial reporter, translated from french to english: "patient is not receiving the infusion correctly. Several patients find that the contents of the infusion are leaking into the bed, leaking from the tubing? Change of the micro infusion set" "infusion glucose-containing hydration, in contact with the patient's bedding".

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided lot number 0058443. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that glucose-containing hydration leaked from the bd saf-t-intima¿ IV catheter safety system tubing during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient is not receiving the infusion correctly. Several patients find that the contents of the infusion are leaking into the bed, leaking from the tubing? Change of the micro infusion set." "Infusion = glucose-containing hydration, in contact with the patient's bedding".